Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display. The customer¿s blood glucose was 102 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed and started vibrating and it went blank after exposure to moisture. Troubleshooting was performed and new battery did not resolve the blank display issue. Customer also reported that the insulin pump had a solid white display. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify missing segments, partial display or unresponsive buttons due to blank display. No vibrating noted. Device received with corroded battery tube and corroded motor home switch.